Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined system check with tandem technical support. Customer cleared the occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 183 mg/dl.